Event description:
It was reported that the health care provider (hcp) reached out to technical services (ts) for review and consultation of the patient's presenting electrogram (egm). Upon review, it was determined that there were noisy signals and covenanting on this non-boston scientific right atrial lead. Isometric testing was performed and noisy signals on the non-boston right ventricular lead were also observed. Lead impedances were reportedly within range during the episode. Additionally, the patient with the implantable cardioverter defibrillator (ICD) heard beep tones. Ts explained the possible causes of the tones and indicated that the beeping does not appear to be coming from the device. The ICD was an elective replacement indicator (eri). Troubleshooting options were discussed. At this time, the ICD system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).